Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to patient weight and anatomy the implantable pulse generator (ipg) migrated. As a result of the migration the pacing leads also dislodged. The ipg and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads and ipg were repositioned.